Event description:
It was reported that the pt died following an attempted coronary drug eluting stenting treatment procedure. In 2004 the pt presented on an elective basis to have a stent placed in a non-a tortuous and non-calcified left anterior descending artery (lad). A 3.0 x 20 mm maverick balloon was used to pre-dilate the lesion. The taxus express2 2.75 x 16 mm drug eluting stent was attempted to be placed but was unsuccessful in crossing the lesion. A 2.5 x 12 mm maverick balloon crossed the lesion and was inflated once. Then a 2.5 x 10 mm cutting balloon was also inflated once. The physician did not attempt to place another stent. As the pt was being wheeled out of the ccl, pt coded. The pt became non-responsive and a 100% oxygen mask was started. The pt was intubated and shocked three times at 200 joules. Cardiopulmonary resuscitation was then started. Temporary pacing wires were placed and a balloon pump was inserted. The pt was shocked again at 200 joules. There was no response and the physician discontinued the code.